Event description:
On (B)(6) 2014 the reporter contacted animas alleging the patient¿s blood glucose was above 500 mg/dl with strong, fruity breath odor and an unspecified level of ketones on (B)(6)2014. It was reported the patient was treated in their health care professional¿s office with intravenous fluids. It was reported the pump experienced a no-power issue and the patient remained on the pump after the reported health event. This complaint is being reported because the alleged serious injury was attributed to a no-power pump malfunction.

Manufacturer narrative:
The device has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusion can be made at this time.